Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 21-sep-2023, the following additional information was obtained about the reported event: review of the customer provided video for this event was reviewed and showed in the first video, the surgeon is seen clipping what appears to be either the renal artery or ureter (there is a significant amount of fat in the area, so it's difficult to identify) with a laparoscopic clip applier. The vessel sealer extend is then used to seal and transect the distal end. The surgeon then continues to seal and cut through various renal connections, also without much skeletonization being performed. A laparoscopic suction irrigator is being used simultaneously to address a volume of blood in the surgical workspace. In the second video, the surgeon appears to be taking down peritoneum connected to the kidney for its removal. No issues were observed with the functionality of the vse [vessel sealer extend] throughout the videos. In several instances, a suggestion is the surgeon more clearly identify and skeletonize the structures being taken with the vse. Surgeons are specifically instructed to take caution with the size of tissue/structures being sealed and transected and to ensure proper skeletonization prior.

Event description:
It was reported that after a da vinci-assisted radical nephrectomy procedure, the drain was filled with 400ml of fresh blood two hours post-operatively. This delayed bleeding was unexpected. During the initial robotic procedure, the vessel was sealed twice and then transected using the same vessel sealer extend instrument with 30 minutes of use. Tissue effect was observed during the sealing cycle. No tissue was cut that wasn¿t fully sealed. The initial procedure was completed robotically. The patient was returned to the operating room to undergo a laparoscopic exploration to locate the bleeding source. The surgeon identified the origin of the bleeding in the left gonadal vein. Hemostasis was achieved using a third-party laparoscopic clip applier. The total blood loss amount was 1000ml. No blood transfusion was required. The patient did not experience any other post-operative complications and did not require prolonged hospitalization due to the re-operation. The patient has been discharged home. The vessel had not been under tension during the sealing and cutting process, with no evidence of calcification nor exposure to radiation or chemotherapy. No unexpected movement caused the bleeding. No anatomical factors caused the bleeding. The vessel sealer extend instrument was inspected prior to use and no damage or abnormalities were observed. The instrument did not involve delayed sealing, insufficient sealing, or no sealing. No errors occurred when the vessel sealer issue occurred. At the time of the event, during the sealing sequence, there was a ¿normal¿ audible signal while the pedal was pressed. The jaws did not come into contact with a clip, suture, staple or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The vessel sealer extend instrument involved with this event has not been received for failure analysis evaluation. A review of the advanced vessel sealer extend log showed that the instrument was installed and passed homing twice. Qty 5 ¿cut complete¿ events were recorded with no errors. Generator logs show qty 15 ¿seal¿ events, of which one had high initial starting impendence error and one had ¿blank¿ error. System logs did not show any errors. A review of the system log could not be performed because the system logs were not available as the system was not connected to onsite.